Event description:
It was reported that the auto mode switch episodes were observed due to atrial lead noise during a routine follow-up in clinic. The noise was reproducible with arm movements. The physician elected to continue monitoring the patient. The patient was asymptomatic and stable.